Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life with damage) issue. It was alleged that the battery compartment was cracked. The reporter was not able to provide further information during the initial complaint. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-feb-2018 with the following findings: a review of the black box showed no evidence of a short battery life. A call service 128 replace battery alarm was found in the black box on the date of the complaint due to normal battery usage. The pump powered up with the returned battery cap to a blank display, auditory alarm, and vibratory alarm. The battery cap was unable to fully tighten to the pump. A crack was found in the battery compartment from the thread area to the case seal. Evidence of moisture contamination was found in the battery compartment, with a leak. The pump case was removed to find no evidence of internal moisture. The battery life issue was not duplicated during the investigation due to the blank display.